Event description:
It was reported that this right atrial (ra) lead was surgically abandoned during a routine device replacement procedure due to high thresholds. No adverse patient effects were reported.